Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of peritonitis which warranted antibiotic therapy (date of last ccpd treatment not provided). The etiology of the peritonitis is unknown; therefore, causality cannot be determined. There is no evidence or indication a fresenius product(s) or device(s) caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to these event(s). Furthermore, the patient continues to utilize the same liberty select cycler for ccpd therapy without any reported issues or allegations of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient was diagnosed with peritonitis (symptoms not provided). The pdrn stated the patient¿s pd effluent fluid cultures were positive for enterococcus faecalis. The patient was treated outpatient with vancomycin and ceftazidime (dosage, route, frequency and duration not provided) and is recovering from the event. The pdrn reported the cause of the peritonitis is unknown.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.